Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves were determined. Permeability test: a permeability test has indicated that the m.blue has blockage. Computer controlled test: as the m.blue is not permeable, measurement on the test bench is not possible. Adjustment test: the m.blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in m.blue results: based on our investigation results, we can determine a blockage at the m.blue. The deposits visible in the valve have led to the occlusion. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue(#fx803t) was implanted during a procedure. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure